Event description:
A 49-yr-old female had bilateral breast surgery with silicone gel implantations about 19 years ago at another facility. Since then she has had increasing problems with intertrigo which has been resistent to treatment. She suffers severe depression and debilitating pain and discomfort. It is felt that removal of the areas of intertrigo would benefit her. Gross exam: right implant shows no sign of rupture or leakage. Marked "2206" and weighed 204 gm. The left implant inside the capsule was massively disrupted and exuded sticky, stringy viscous gelatinous material. The disrupted implant weighed 198 gm.